Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room (ER). A review of data from their (ICD) implantable cardioverter defibrillator (ICD) system showed several recently stored episodes that exhibited noise. The noise was oversensed and in one episode, resulted in one burst of inappropriate anti-tachycardia pacing (atp) therapy provided to the patient. It was noted that the lead impedances were stable in the 300 ohm range. Boston scientific technical services (ts) strongly encouraged the ER physician to consult an electrophysiologist for this case and the physician agreed. Ts also subsequently recommended to a boston scientific representative to perform troubleshooting with the patient in the medical office to see if the noise is reproducible. Ts noted again that the right ventricular (rv) lead pace and shock impedance measurements were stable. The patient was indicated to receive rv pacing therapy 12% of the time and there were no reports of asystole greater than two seconds. The ICD device along with the rv and right atrial (ra) leads were subsequently explanted and replaced within the same month. The ra and rv leads are not boston scientific products. No additional adverse patient effects were reported.